Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malalignment of the femoral component with respect to the acetabular cup noted on the later time point, likely related to positioning of the acetabular cup at prior time point which predisposes the hip to dislocation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00040, 0001825034 - 2021 - 00041.

Event description:
It was reported by the pmi (patient matched implants) department that the patient underwent left total hip arthroplasty over 20 years ago. Subsequently, patient has been indicated for a revision due to dislocation and cup migration. No revision has been reported to date; a custom triflange was requested. Attempts have been made and additional information on the reported event is unavailable at this time.